Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements. This was suspected as associated with a proximal coil issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.